Event description:
On june 8, 2007, the lay-user/patient contacted lifescan alleging that one touch ultra meter was going into the memory mode and not allowing her to test her blood. The patient tests her blood glucose 2 times a day, once in the morning and at night. Her normal blood glucose readings are typically between 140-160 mg/dl. The patient takes 10 units of "nph" insulin in the morning and at night. In addition, she takes 10 units of "regular" insulin at night. The patient stated that she was unable to her blood glucose for about 2 weeks due to the alleged meter issue. During that time, the patient developed symptoms of feeling shaky, but she did not take any specific actions to treat the symptoms. The patient mentioned that she just continued to take her insulin as prescribed. Since the symptoms were not going away, the patient went to a hospital on eleven days earlier. The patients blood glucose was tested in the hospital using an unidentified device. The hospital obtained results in the "200's" mg/dl. The patient was hospitalized for 2 days and received insulin treatment to lower her blood glucose. The patient was discharged from the hospital with a blood glucose level in the "130's" mg/dl. She stated that the insulin treatment relieved her symptoms of shakiness. The meter, test strips, and controls solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for a 2 week period due to the meter issue, developed symptoms, was hospitalized for 2 days, and received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.